Manufacturer narrative:
The patient was born in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as patient error. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unspecified date, the patient started treatment with unspecified antibiotics (no further details) for peritonitis. Thirteen days after the onset, the patient stopped antibiotic treatment and recovered from the peritonitis event. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.